Event description:
Additional information was received indicating that the stroke was embolic.

Manufacturer narrative:
Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the axillary approach, the valve was recaptured twice. The reason for the recaptures was not reported. The valve was able to be successfully implanted. Four days following the implant, the patient experienced post-operative complications in the recovery ward following the successful implantation of the valve. The patient was transferred to the intensive care unit (ICU) for further care. It was reported that the patient was placed on palliated care due to a stroke incident in the ICU. The stroke lead to the death of the patient.

Manufacturer narrative:
Conclusion: the valve remains implanted, so no product analysis could be performed. The medical safety assessment (msa) was performed. Based on the information provided, the primary event of stroke was likely related to the procedure rather than the device. Per the physician, the patient¿s calcified anatomy may have contributed to the embolic stroke that resulted in death. There was no allegation against the function of the valve, therefore it¿s likely that the hypotension and swelling were also procedure related. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Images were submitted to medtronic for review. A pre-implant computed tomography (CT) image was provided from march 23rd, 2023. The annulus perimeter was 83.6 mm and annulus perimeter derived was 26.6 mm. The aortic root angulation was 45°. Calcification was seen in proximal right coronary artery and sinotubuluar junction (stj). Calcium was seen in aortic annulus under non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot). Intra procedural angiographic images were provided for review. The right axillary approach was used as access for this case. Of note, implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30° for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access. In this case, the aortic root angulation was 45° and therefore was not recommended. Additionally, the pigtail catheter was not well positioned at the bottom of the ncc and was wrapped around the delivery catheter system, which could have contributed to the difficulty to implant. There was evidence of at least two recaptures. The valve was implanted at an approximate depth of 6mm at the ncc. The final angiogram of the right axillary shows a possible dissection/perforation that required intervention. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Although a conclusive cause could not be determined from the limited information available, it was reported the patient¿s calcified anatomy contributed to the stroke. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The physician did not relate the death to the valve or implant procedure. Review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, the valve was recaptured twice because it was deep. Following the valve implant, the post-operative complications were hypotension and swelling of the neck. The patient's stroke was ischemic and confirmed on computed tomography (CT) scan. The symptoms of the stroke was decrease in sensorium. Per the physician, the stroke was not related to the valve but the patient's calcified anatomy may have contributed to the stroke event. The cause of death was unknown and the physician did not relate the death to the valve or implant procedure.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.